Event description:
It was reported that iab was inserted into right femoral artery. Pumping began at 1027 hours in 1:3. At 1045 hours, blood was observed in the driveline tubing and pump was turned off. Iab was exchanged, there were no further complications.